Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) /2024. On (B)(6) 2025, the patient had a hypoglycemic seizure. The patient¿s cgm was reading 85 mg/dl and the bg meter was reading 32 mg/dl. The patient was wearing a tandem mobi insulin pump. It was not specified when this bg/cgm value comparison occurred, prior to or after the patient¿s seizure. The patient self-treated with a glucagon injection. The patient did not seek any assistance from a higher level of care. The patient was ¿fine¿ at the time of report. Data was evaluated for 06/20/2025 and the allegation was undetermined. Data was evaluated for 06/19/2025 and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.